Manufacturer narrative:
(B)(4).

Event description:
During implant, after experiencing difficulty setting the screw, high output and impedance measurements were revealed. The lead was explanted and a new lead was implanted with good electrical measurements. The patient is well.

Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix would not extend due to blood in the helix housing. After ultrasonically cleaned the lead and applying direct torque to the connector pin, the helix could be extended and retracted. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray showed that the helix assembly was normal and the inner coil inside the connector region was over torqued which is consistent with implant/explant procedure.